Event description:
Based on the medical records provided by the pt: on (B)(6) 1999 - pt underwent repair of an umbilical hernia with perfix plug. On 6/15/2011 - pt presented to ER with complaints of oozing from the umbilicus. Pt admitted for surgical intervention. On (B)(6) 2011 - pt underwent exploratory laparotomy. Lysis of adhesions and a small bowel resection were performed. A small bowel fistula was formed into the mesh, the perfix plug was excised. Wound vac placed.

Manufacturer narrative:
We have contacted the initial report to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The pt reported she underwent repair of an umbilical incisional hernia with perfix plug. Twelve years later, the pt experienced oozing and was placed on antibiotics. During excision of the perfix plug, a loop of the small bowel that was attached to the intra-abdominal wall mesh appeared to have fistulized into the mesh. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt was treated for a fistula formation which is a known adverse event listed in the IFU. The pt was reportedly treated for an infection; however, there are no culture reports provided to confirm the presence of infection. Although there is no indication the mesh was the cause of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require the removal of the prosthesis." Additionally no sample was returned for eval. With the currently available info, no conclusion can be drawn.